Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller indicates that they are wondering if the battery is working. They were having some problems getting it charged a few weeks ago, but they kept trying, and it eventually charged, and they got the thing to connect. They waited a week because they usually charge on a weekly basis, and the battery hadn't gone down at all. It was only like 90% and usually it goes down much more than that. The next time they charged, it was almost 2.5 -3 weeks, and they connected, and everything was fine, and it was still at 90%. They have noticed they are going to the bathroom more often. They started taking toviaz (sp?) And that helped a lot. So, then they went off the tovaz(sp?) For like 3 days and started having leakage and urgency. The caller reports that they did try increasing a couple of weeks ago, and they did feel it in the bicycle seat area. Helped caller connect to implant and increase stim until sensation. Advised them to check the battery level of the ins, and it is showing 50%. Caller will continue to monitor and follow up with the hcp if needed or if they want to pull data from the implant. Asked the caller if they have encountered any message screens and the caller reported that in the past they have, but they try again and it resolves. 2026-jan-13 additional information was received from the patient (pt). They reported that the cause of the difficulty recharging was determined. Patient stated the device was charging as expected then reached 90% and would not complete charge. Th following week they tried to charge and got excellent connection recorded but it didn't charge. They tried multiple times by turning off the charger, restarted the phone then the charge resumed and was able to complete. Patient was able to successfully recharge the implant. Device was approximately 1/2" deep 5" below [unreadable] in the left buttock, left of the spine.